Manufacturer narrative:
The customer reported the unit failed to charge up in test mode and in the user mode. The unit was evaluated at philips, and the symptom was verified. Multiple parts were replaced to resolve the issue. We are considering this a malfunction. We cannot determine the cause since multiple parts were replaced.

Event description:
The customer reported the unit failed to charge up in test mode and in the user mode.